Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted the mesh appeared to have migrated into the inferior greater than elsewhere portion of the hernia defect. He began to dissect in the preperitoneal plane, which was heavily scarred due to previous mesh placement. He tried to preserve as much of the peritoneal tissue for eventual re-peritonealization, but this was difficult due to the mesh removal required. He then excised the entirety of the prosthetic mesh. Eventually they were able to remove it in 3 pieces without retained foreign body and it was all verified to have been passed off. With the mesh explanted, they continued the dissection of the peritoneal tissue away from the abdominal wall. Additional time and surgeon expertise was required due to the loss of peritoneal layer and the need to reconstruct it and due to the need to remove the previous migrated mesh. It was reported that the patient experienced severe pain, abdominal pain and stomach problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/21/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.